Event description:
It was reported that the device caught fire in spd while waiting to be sterilized. This did not occur during a procedure so there was no pt involvement. There were no allegations or adverse consequences associated with this event.